Manufacturer narrative:
H10: the actual device was not available; however, photographs were provided for evaluation. During visual inspection of one of the provided photos, leakage was observed from the access filter pod. The same photo showed traces of blood visible on the machine indicating the occurrence of an external blood leak. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported external fluid leak was verified as an external blood leak. The cause of the leaking pod was determined to be related to the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed from the pressure sensor of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.